Event description:
The nurse reported via our sales rep, during this surgery he observed that the adapter of the lag screw broke off. The lag screw was blocked by the not removable set screw.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.